Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed noise. The noise appeared to be mechanical in nature. Subsequently the device was found to emit tones. A pace impedance measurement of less than 200 ohms was observed. Trouble-shooting options were discussed. There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequent information indicates that the patient was seen for a revision procedure where the device was explanted and the lead was abandoned. There were no adverse patient effects reported. It was reported that the device was to be returned for analysis.